Manufacturer narrative:
Reliability analysis inspected 1 opened enlite sensor and found needle separated from sensor. The sensor was unable to confirm in received said condition due to customer return sensor opened.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 109 mg/dl. The customer stated that when they inserted the enlite sensor and lifted the serter off the sensor, the needle hub fell off. The customer stated that the sensor cannula was lying flat under the adhesive of the sensor. The customer will be sent replacement sensors.